Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having sinus issues, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache and sinus related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/ dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the rear panel. Missing accessory module flip door, technician observed a thermal marking inside the, technician observed thermal damage to the pca on the top enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms and observed dust/dirt contamination in the airpath. Likely from a source external to the device.